Event description:
While in use in the patient, the spline on the ablation catheter inverted. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep [manufacturer representative] directly about event and returning product. Manufacturer response for ablation catheter, 35mm farawave pulsed field ablation catheter (per site reporter).